Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision recommended bi-lateral asr xl acetabular system (left); (B)(4). Asr xl acetabular system (right). Update - received (B)(4) 2013 - reason for revision left hip and confirm left hip products/lots. Reason for revision left hip: component loosening. Update received: (B)(4) 2014 - added hospital: mater hospital, added revision date for right side: (B)(4) 2014, added reason for revision for left side: alval / soft tissue reaction, attached query doc and clarified details. Left side; asr revision; asr xl - left. Reason(s) for revision: alval / soft tissue reaction. Revision date: (B)(4) 2011. Right side; asr revision; asr xl - right. Reason(s) for revision: component loosening - femoral component. Revision date: (B)(4) 2014. Update received:(B)(4) 2014 - advised which component became loose on right side: stem and confirmed with file handler that no alval was present on the right - see attached document. Created, attached 1st query document and closed 1st further info action activity and created 2nd further info action activity. Removed closed for CAPA closing statement and sent for investigation. Update received: (B)(4) 2014 - added further revision reason(s) for right side: alval / soft tissue reaction, metallosis, grey tissue and black metalic debris, added patient middle name, added patient middle initial. Closed 3rd request for information action activity and advised received response and histology report (B)(4) 2014 advising alval / soft tissue reaction was also present in right hip, so no further request of patient demographics is necessary and can now be closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended bi-lateral, asr xl acetabular system (left); (B)(4) - 2273871, (B)(4) - 2227274, (B)(4) - 2390525, asr xl acetabular system (right). Update - received(B)(6) 2013 - reason for revision left hip and confirm left hip products/lots reason for revision left hip: component loosening update received: (B)(6) 2014 - added hospital: (B)(6), added revision date for right side: (B)(6) 2014, added reason for revision for left side: alval / soft tissue reaction, attached query doc and clarified details. Left side, asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction, revision date: (B)(6) 2011. Right side, asr revision, asr xl - right, reason(s) for revision: component loosening - femoral component. Revision date: (B)(6) 2014. Re-opened (B)(6) 2014 - to close 2nd request for component loosening, attached document and closed and created 3rd action activity further information request. Re-opened (B)(6) 2014 - sent 3rd request for component loosening, attached 3rd request email trail and closed 3rd action activity further information request and advised unanswered query - see unanswered query document and additional information for further explanation. Update received: (B)(6) 2014 - attached reimbursement checklist for patients (rcp) document and added patient name and initials. Update received: (B)(6) 2014 - attached product stickers, added patient date of birth, added patient gender, added patient age and added products - left side stem and right side stem.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.